Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the oxygen manifold leaking during testing. This device was an out of box failure, there was no patient involvement.